Event description:
It was reported that the user's caregiver sought assistance with a factory reset and setup of a new ilet system and sensor after experiencing challenges with meal announcements, including frequent selection of smaller-than-usual meals that led to maladaptive breakfast sizing and subsequent blood glucose issues. The caregiver was provided troubleshooting and education, including initial setup guidance and early-use good habits. Symptoms included hypoglycemia with a reported lowest blood glucose of 49 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified related to incorrect size meal announcement behavior and adherence to instructions within the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.